Manufacturer narrative:
Evaluation of the returned smart coil revealed minor offset coil winds, pusher assembly kinks, and the device was returned unsheathed. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds and pusher assembly kinks may occur. During functional testing, the smart coil was re-sheathed into and advanced out of its introducer sheath without an issue. The smart coil was then advanced through a demonstration microcatheter with resistance due to the pusher assembly kinks. The root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, the physician placed a smart coil in the target vessel using the microcatheter. Subsequently, while attempting to place another smart coil, the physician experienced resistance advancing the smart coil through the microcatheter. Therefore, it was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.